Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11, h11: the device was received for evaluation. During evaluation, the reported problem of 'occlusion error' was not reproduced. A review of the event history log (ehl) revealed occurrences of multiple events of "downstream occlusion!" And multiple events of "upstream occlusion!" However, the event history log cannot confirm if the alarms were true of false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor and the ultrasonic sensor was out of calibration. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.